Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a blood glucose value of 467 mg/dl and he took 3 units of humalog based on a sliding scale, the details of which are not reported. After an interval, not recorded, the patient passed out. His wife measured his glucose with his meter about an hour later; the result was 267 mg/dl. She administered an additional 2 units of humalog. He remained unconscious for about 40 minutes longer and the wife then called the emts. The glucose reading upon arrival was 51 mg/dl and they administered glucagon and transported him to the hospital. There he was treated with intravenous glucose and observed for about 4 hours. Return of suspect device was requested and replacement was sent.